Manufacturer narrative:
Initial reporter occupation: patient care manager. PMA/510k: k193133. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
A patient of unspecified gender and age underwent a tracheostomy procedure where a cook blue rhino g1-multi percutaneous tracheostomy introducer was used. The patient did not have any anatomical anomalies that would have made the procedure difficult to perform. Bronchoscope guidance was used during placement. The wire guide was inserted through the needle. There was no difficulty advancing the wire guide into the trachea. The wire guide was not withdrawn at the same time the dilator and catheter were removed. The guide wire was reported to have "looped back on itself and was kinking inside the trachea." The procedure was completed, but the use of a bronchoscope with forceps was required to remove the wire. An esophagogastroduodenoscopy (egd) examination was required to rule out esophageal injury after the removal of the guide wire. The event did not prolong the patient's hospitalization. No other adverse effects to the patient were reported.

Manufacturer narrative:
Upon further investigation, this event is not reportable. There is no information confirming device malfunction or serious injury. It was determined that removing the kinked wire guide with the assistance of bronchoscope and forceps does not constitute intervention to preclude permanent impairment or death. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. A detailed search of complaint history has revealed no previous events involving the failure mode "kinks" that has led to a serious injury. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50 the complaint event is considered not reportable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.